Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that while using the subject device, the ballon would not deflate. The user had to pull the scope out and cut the ballon to remove it from the scope. The reported issue occurred during a therapeutic procedure that was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.